Manufacturer narrative:
B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient developed glaucoma, it was also reported that, "lens is oversized causing pas. Surgeon is planning a removal and replacement. To the best of our knowledge the lens remains implanted. . If additional information is received a supplemental medwatch report will be submitted. Claim # (B)(4).

Manufacturer narrative:
B5 a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient developed glaucoma and an "oversized lens" was noted. Surgeon is planning a removal and replacement. H11: glaucoma, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The surgeon is planning an exchange.